Event description:
Reporter stated that a pt arterial sample (cleared line) was measured, using the suspect device, with a result of 69 mg/dl. The same pt sample was reportedly sent to the hospital's reference lab, where the result was 197 mg/dl (2 minutes later). Reporter noted that an additional arterial sample was obtained from pt ~ 1 hour later, which measured 265 mg/dl, on the suspect device, and 218 mg/dl, in the hospital's reference lab. Reporter stated that pt was not treated based on results obtained on the suspect device. Additionally, reporter indicated that control testing was performed on the suspect device, and the results fell within the acceptable range. Technical support requested the return of the suspect device, however, reported declined.